Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are under filling. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the tube is underfilling.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
Medical device lot #: 009467 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are under filling. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, "it was reported that the tube is underfilling."